Event description:
Device displayed system error - service out of range during biomed testing at (B)(6) hospital.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.